Manufacturer narrative:
Investigation results were made available. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event was identified: fitting/assembly problem of durasul inlay. Review of event description: a durasul alpha insert hh/32 (ref: 01.00013.408 lot: 2822297) has been received. It was reported that the surgeon could not fit the inlay into the cup. Therefore the surgeon removed the guidance peg located on the outer surface of the inlay. When inserting the inlay into the cup again it sat too deep and could not be firmly tightened. Consecutively the surgeon took a different inlay of the same size which could be easily inserted/ fixated. It was further reported that the cup used was an allofit-s shell size hh/50 (ref: 4264 lot: 2862568). Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: as reported the guidance peg has been removed and is missing. Further the exterior surfaces (including front surface and snap fit area) present scratches/dents. 2 dents, due to the contact with the pins on the inside of the titanium cup (which press into the polyethylene and provide additional stability to the insert) can be identified. The dents caused by the two pins appear not in symmetry with the center of the pe insert sphere. Within the insert damage can be detected. On the outer surface a long imprint can be seen, a possible reason could be that the inlay was inserted asymmetrical and the surface of the inlay was pressed against the ring of the cup. On the ring area a round cut can be seen approximately 6 mm deep, a possible reason could be that the inlay was tilted an it had to be removed with a sharp instrument to get it out of the cup. Measurements: to ensure the insert has correct dimensions, relevant characteristic according to the inspection plan were measured. Characteristic no. 11 feature ¿diameter 44.37 +0.05/-0.05¿ -specification: max. 44.32mm; min. 44.42mm -measured value: 44.36 mm -conclusion: the diameter of the insert can be confirmed. Characteristic no. 16 feature ¿diameter 44.69 +0.05/-0.05¿ -specification: max. 44.74mm; min. 44.64mm -measured value: 44.71mm -conclusion: the diameter of the insert can be confirmed. Characteristic no. 17 feature ¿diameter 44.63 +0.05/-0.05¿ -specification: max. 44.58mm; min. 44.68mm -measured value: 44.63 mm -conclusion: the diameter of the insert can be confirmed. Characteristic no. 31 feature ¿dimension 15.50 +0.05/-0.05¿ -specification: max. 15.55mm; min. 15.45mm -measured value: 15.52 mm -conclusion: the dimension of the insert can be confirmed. -conclusion: the size of the insert can be confirmed. Further the DHR indicates that all components met all specifications. No functional test was performed as the inlay is damaged. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The reported shell ref 4265 (size ii/52) is compatible with the reported inlay. Inspection plan: - characteristic no. 11 feature ""diameter 44.37 +0.05/-0.05"" with scope of testing: inspection with first lot; means of inspection: 3d measuring program. - characteristic no. 16 feature ""diameter 44.69 +0.05/-0.05"" with scope of testing: aql 1.0; means of inspection: 3d measuring program. - characteristic no. 17 feature ""diameter 44.63 +0.05/-0.05"" with scope of testing: aql 1.0; means of inspection: 3d measuring program. - characteristic no. 31 feature ¿dimension 15.5 +0.05/-0.05¿ with scope of testing: aql 1.0; means of inspection: 3d measuring program. Surgical technique: the surgical technique states ¿the supplied insert is attached to the setting instrument, introduced into the cleaned shell, and is carefully centered. The polyethylene peg must be centered in the hole of the polar screw. To do this, use the setting instrument to position the insert at the entrance plane of the shell. In this position, the insert is turned clockwise using the setting instrument. If it can easily be turned concentrically, it is only tapped lightly with a hammer¿. Root cause analysis: root cause determination using dfmea: - failure of connection between shell and insert due to insufficient snap geometry => not possible: the snap geometry was checked in and a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar plug => not possible: nothing indicates the polar plug has been damaged. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to damage of the polar thread of the shell => not possible: nothing indicates the polar thread of the shell has been damaged. - difficulties to assemble insert due to high load due to impaction during the primary implantation or revision leading to fracture of the pelvis => not possible: no pelvis fracture is reported. - failure of connection between shell and insert due to wrong pairing of components (wrong size) => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. It is reported a shell of size 52/ii (ref 4265) was applied. This shell is compatible with the reported inlay of size 36/ ii. Additionally it is stated that an inlay of same size could be implanted into the shell. - failure of connection between shell and insert (wrong pairing) due to wrong selection of parts due to unknown compatibility list => not possible: as nothing indicates a wrong sized shell not suiting the inlay was used. It is reported a shell of size 50/hh (ref: 4264 lot: 2862568) was applied. This shell is compatible with the reported inlay of size 32/hh. Additionally it is stated that an inlay of same size could be implanted into the shell. - failure of connection between shell and insert due to wrong assembly procedure => possible: as non-symmetrical dents caused by the two pins of the shell and the curved imprint on the outer surface indicate the inlay was not centered correctly within the shell prior to impaction with the hammer. Consecutively the surgeon removed the guidance peg which supports a proper centering. Without the guidance of the peg the inlay could not be anchored. The surgical technique states how to center and impact the inlay correctly. Conclusion summary: the returned insert with size hh/32 has been produced according specifications and its correct size can be confirmed. A possible root cause: the non-symmetrical dents caused by the two pins of the shell and the curved imprint on the outer surface of the inlay indicate that the surgeon had difficulties with centering the insert within the shell prior to impaction. If the inlay gets impacted without being correctly centered the centering peg might get deformed and expanded making it subsequently even more difficult to achieve a correct position and an anchoring of the inlay. Therefore the surgeon consecutively removed the guidance peg. Without the guidance of the peg the inlay could not be anchored in the shell. The surgical technique sap doc. No. 06.01205.012 states on page 13 how to center and impact the inlay correctly. Further, a possible reason for the cut on the front ring could be that the inlay was tilted and stuck in the cup and it had to be removed with a sharp instrument to get it out". However, based on the returned product and the given information no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that during surgery on (B)(6) 2017, durasul®, alpha insert, hh/32 didn't fit into the cup which caused delay of five minutes to get another device.